Manufacturer narrative:
D4: the correct expiration date is 10/31/2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, weight, ethnicity- unknown, not provided. Email address unknown, not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Suction loss after laser firing was reported. A brief description from the surgery center indicated that during the lasik procedure on (B)(6) 2021, suction was lost from the patient interface (pi) during the laser firing portion of the procedure. The eye dropped away from the suction ring, but the syringe still indicated 3cc of vacuum. The surgeon aborted the procedure after 6 seconds into the raster. Flap was not completed and there was no attempt to lift. Patient was scheduled to return the following week to complete the procedure. No patient injury reported.